Event description:
An eye care practitioner reported pt experienced central corneal ulcer with 1 infiltrate, moderate pain, and an anterior chamber reaction, left eye, associated with wear of o2optix. Treatment consisted of fortified tobramycin & vancomycin, vigamox & zymar. Event resolved with no reported reduction in visual acuity & refit to different brand of contact lenses. No further info has been provided.

Manufacturer narrative:
Investigation of the returned complaint samples is underway. If any abnormality is found, a f/u report will be provided. The device history records & sterility records have been reviewed by mfg and found to be in compliance.